Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: revascularization is considered to be medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a clinical trial that the index procedure occurred in 2008, in which a xience v stent was used to treat a lesion in the mid lad and another xience v stent was used to treat a lesion in the proximal lad. While the pt was being discharged, the pt developed chest pain, was taken to the ER and then the cath lab. Target vessel revascularization (tvr) was performed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the hospitalization is a secondary effect of the angina that was treated with tvr. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined. The other unk xience is being reported under the same MFR #.